Manufacturer narrative:
PMA 510(k): this device is not marketed in the us; however, a similar device is available. Product evaluation: condition upon receipt: one (1) un-sealed sample, part number 8229307j, from lot number 0211681500 received; there was a residue consistent with tape residue 23cm from the distal tip. Evaluation: when compared to the assembly drawing: a syringe was used to inflate the device with 15cc of air and it immediately leaked out which would have resulted in the reported malfunction. When viewed under magnification, there was a puncture on the proximal end of the cuff. The puncture measured approximately 0.02¿ long and based off of the configuration, appeared to originate from perpendicular to the main tube. Manufacturing instructions requires this device to be leak tested during production. The customer indicated the leak occurred 7-8 hours after intubation. The instructions for use warn ¿do not attempt to use an emg tube without first performing a cuff inflation test¿ which likely indicates the damage occurred during use / handling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a brain tumor resection an air leak from the cuff occurred 7-8 hours after the reported emg tube was advanced in the patient's body. The anesthesia machine alarmed; surgeon checked the equipment and found that the cuff pressure was decreasing. Air was let in again and there was no further issue afterwards. There was no patient impact.